Manufacturer narrative:
Correction: a medtronic representative, following up with the site, reported that this issue occurred clinically. The medtronic representative reported that the issue occurred during a spinal fusion procedure. The surgeon completed the procedure with the use of the navigation and imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source (B)(6). A medtronic representative inspected the imaging system on-site and the error did not recur following a system reboot. A software investigation was also completed. The software investigation determined that the reported behavior is a known software anomaly. This anomaly is tracked through an anomaly tracking database and references to this instance have been added. No further issues reported.

Event description:
A medtronic representative reported that when attempting to boot up the imaging system mobile view station (mvs) an "individual battery failure" error message was displayed. The system was rebooted and the error did not recur. This occurred apart from any patient involvement. No additional details were provided.